Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the tubing detached at the quick release and insulin was observed coming out of the tubing about 36 hours after set change. This issue occurred with one infusion set. No further information available.